Event description:
Caller reported an issue with pump display pixels that affected the ability to interact with the device, as pixels covered the blood glucose values and navigation arrows. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the pump was under warranty. The caller was instructed to use multiple daily injections as backup insulin therapy.